Manufacturer narrative:
(B)(4) ¿ urinary/bowel problems; undefined recurrence; dyspareunia. Additional narrative: it was reported that mesh was implanted due to vaginal vault prolapse, cystocele, rectocele, and enterocele. Following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, recurrence, bleeding and dyspareunia. On (B)(6) 2009, removal of exposed mesh in 3 separate areas of exposed mesh (posterior) due to spotting and discharge was performed. On (B)(6) 2009 exposed mesh was trimmed due to increased discharge and mesh was exposed (posterior vagina). On (B)(4) 2011, exposed mesh was trimmed due to vaginal bleeding and exposed mesh. On (B)(6) 2011 exposed mesh was trimmed due to mesh protrusion. On (B)(6) 2011, exposed mesh was trimmed due to spotting and exposed mesh (posterior vagina). On (B)(6) 2011, exposed mesh was trimmed due to bleeding and exposed mesh (posterior compartment). On (B)(6) 2012 exposed mesh was trimmed due to bleeding, discomfort and exposed mesh (posterior). On (B)(6) 2013, exposed mesh was trimmed due to irritation of vulva, increased incontinence and exposed mesh.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh placed into the patient¿s body. It was reported that the patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent reconstruction of bladder/rectal supports, repair of bulging small bowel in vagina, resuspension of vagina to sacral ligaments in pelvis, left vaginal paravaginal defect repair, rectocele repair, enterocele repair, and bilateral sacrocolpopexy. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).